Event description:
The user facility reported that at the start of a diagnostic procedure after inserting the endoscope into the pt, there was a complete loss of image. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the image flickered and the image was lost. There was no ID transmission or narrow band imaging (nbi) function observed. Corrosion was noted in the endoscopic connector, electrical connector and flexible printed circuit (fpc) board terminals. Additionally, there was evidence of thermal damage on the fpc board and micro-connector. The bending section cement and the glue around the lenses were cracked and white, which appears to be due to chemical damage. The cause of the user's experienced was attributed to fluid invasion; however, the cause of the fluid invasion cannot be conclusively determined, as the unit passed leak testing. The device has been serviced and returned to the facility. This report is being submitted as an MDR in an abundance of caution.